Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was having high and low blood glucose. Customer will go to bed with a blood glucose value over 300 mg/dl and wake up in the 40's mg/dl. Customer confirmed that he crashed 3 times at work today alone. Customer declined to troubleshoot the pump as they felt that the settings needed to be adjusted.